Event description:
It was reported that balloon rupture occurred.the target lesion was located in the moderately calcified internal carotid artery. A 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, when pre-inflation was performed, it was noticed that the air has leaked. The device was removed and it was confirmed that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified internal carotid artery. A 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, when pre-inflation was performed, it was noticed that the air has leaked. The device was removed and it was confirmed that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon burst during the first inflation and ruptured happened after the device was removed from the patient.